Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00147. It was reported that the patient was experiencing severe pain at ipg site and ineffective stimulation. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information indicated that a surgical intervention occurred on 10 jan 2022 wherein the ipg was explanted and replaced and penta lead was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.